Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed and two pinch marks were noted at the tubing. An underwater pressure leak test was performed and a leak was observed at the pinched portion of the tubing. The reported condition was verified. The cause of the reported condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo blood/solution infusion set was leaking from the tubing. The leak was discovered during preparation and before patient use. There was no patient involvement. No additional information is available.